Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that remote manager was failed. A field service engineer cleaned microswitches, crimped spade connectors and applied carbon grease to latch further replaced detent latch in order to resolve the issue. This work is recorded in work order (B)(4). The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator failed and could not be recovered. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.